Manufacturer narrative:
Customer had thrown the box, no information relating to the device lot number and/or related information could be collected. Initial report suggested there were no medical intervention or treatment provided; however the current status of the patient is unknown. Unable to determine if the patient had followed the instructions for use as instructed; if not, potentially contributed to the false outcome.

Event description:
Customer feedback:took a pcr an hour later and it was negative the same day, and diposed the test kit.